Event description:
The customer contacted nephron pharmaceuticals corporation regarding a product complaint on (B)(6) 2013. The customer reported that the washer fell into his mouth while he was using the ez breathe atomizer with the asthmanefrin inhalation solution. The customer was contacted and reported that he did not suffer any harm or require any medical interventions.